Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom pack, it was reported that the sash wrap on table lines appeared to have been torn by the fusion oxygenator during shipping. The customer stated that there was no damage to the packaging and no other devices in the same box/shipping container were damaged. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the top lid (sterile top) was intact when this was first noted. The device was still within the sterile seal however it must have been moving around during shipping because the sterile sash wrap for the av loop was ripped open.